Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient's wife alleging choking and difficulty breathing, headaches, and black substance on patient's face and in the mask. The patient went to the emergency room, where he was admitted, and was instructed to follow up with pulmonologist after being discharged. The manufacturer was made aware of this complaint through the patient's wife. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.